Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid/moisture as pump fell in pool water. Customer states the pump display went blank immediately after pump exposure to moisture. Customer states the backlight turned off and customer was unable to see the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and back light anomaly noted. Insulin pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.